Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) responded to an alert related to a datasync error. Upon inspection, medapp was found to be down. The station was refreshed, after which medapp resumed normal operation. All associated services were confirmed to be running, and no errors were found in the datasync log. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, data base optimizes indexes job error. There were no adverse events or injuries reported due to this event.